Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. The diffused target lesion was located in the left circumflex (lcx). Rotablation was performed with 1.25 rotalinkplus. But due to the angulation and as the 6f non- boston scientific guide catheter was not co axial, debulking of the proximal part could be possible. A 20 x 3.00 and 20 x 2.75 promus elite drug-eluting stent were advanced respectively for treatment. However, both devices failed to cross the lesion and the stents were damaged. The procedure was completed with implantation of a 2.75 x 16 promus elite stent proximally. There were no patient complications reported.

Event description:
It was reported that stent damage occurred. The diffused target lesion was located in the left circumflex (lcx). Rotablation was performed with 1.25 rotalinkplus. But due to the angulation and as the 6f non- boston scientific guide catheter was not co axial, debulking of the proximal part could be possible. A 20 x 3.00 and 20 x 2.75 promus elite drug-eluting stent were advanced respectively for treatment. However, both devices failed to cross the lesion and the stents were damaged. The procedure was completed with implantation of a 2.75 x 16 promus elite stent proximally. There were no patient complications reported. It was further reported that the stents were not damaged and was just unable to to cross the lesion.

Manufacturer narrative:
E1 initial reporter address 1: 1, 1, harish mukherjee rd, gokhel updated b5: describe event or problem- changes to information previously reported.

Event description:
It was reported that stent damage occurred. The diffused target lesion was located in the left circumflex (lcx). Rotablation was performed with 1.25 rotalinkplus. But due to the angulation and as the 6f non- boston scientific guide catheter was not co axial, debulking of the proximal part could be possible. A 20 x 3.00 and 20 x 2.75 promus elite drug-eluting stent were advanced respectively for treatment. However, both devices failed to cross the lesion and the stents were damaged. The procedure was completed with implantation of a 2.75 x 16 promus elite stent proximally. There were no patient complications reported. It was further reported that the stents were not damaged and was just unable to to cross the lesion.

Manufacturer narrative:
E1 initial reporter address (B)(6). D4. Lot number: updated from unknown to 0029165450 d4. Expiration date: updated from unknown to 03/20/2024 d4. Unique identifier (UDI) #: updated from unknown to (B)(4). H4: device manufacture date: updatedfrom unknown to 03/21/2022.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6). Device evaluated by manufacturer: a promus elite ous mr 20 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed a damaged tip. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The diffused target lesion was located in the left circumflex (lcx). Rotablation was performed with 1.25 rotalinkplus. But due to the angulation and as the 6f non- boston scientific guide catheter was not co axial, debulking of the proximal part could be possible. A 20 x 3.00 and 20 x 2.75 promus elite drug-eluting stent were advanced respectively for treatment. However, both devices failed to cross the lesion and the stents were damaged. The procedure was completed with implantation of a 2.75 x 16 promus elite stent proximally. There were no patient complications reported. It was further reported that the stents were not damaged and was just unable to to cross the lesion.